Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, during a shunt percutaneous transluminal angioplasty (pta), a slalom balloon catheter (pta .018 hp 80 3x4) was delivered to the lesion, inflated and ruptured at 14 atmospheres (atms). The device was replaced with a new non-cordis balloon catheter of the same size to complete the procedure successfully. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
As reported, during a shunt percutaneous transluminal angioplasty (pta), a 3x40mm 80cm 0.018 hp slalom balloon catheter (bc) was delivered to the lesion, inflated and ruptured at fourteen (14) atmospheres (atms). The device was replaced with a new non-cordis balloon catheter of the same size to complete the procedure successfully. There was no patient injury reported. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17597347 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.